Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited gradually decreasing shock impedance measurements, however remained within normal limits. Device data was then sent to rhythmcare for review. Device data also identified that this s-ICD exhibited premature battery depletion due to increased power consumption. Device replacement was recommended. An x-ray was completed to evaluated device placement with no indication of system movement identified. This device remains in service. No adverse patient effects were reported.